Event description:
It was reported that two fortify implants were unable to expand after assembly and the surgeon had to abort the procedure.

Manufacturer narrative:
Two fortify cores with matching lot numbers were inspected visually, with uct scanning, and found in one specimen that the expanding cylinder attached to the top endplate had rotated out of position and collided into and broke a thin member inside the core of the implant. In the second specimen, the same thin member is broken and binding the expansion gear and expanding cylinder. The expanding cylinder of the second specimen does not appear rotated out of position. It was reported that the implants were "expanded 2-3 threads for assembly". Visual inspection shows that the cores were fully expanded when assembled, which is incorrect per the technique guide that states "visually inspect the extending cylinder to confirm that the first one to two threads are visible on the superior side of the gear before assembly". The incorrect assembly technique described may have presented a situation where the internal components of the core shifted during assembly of the endplates and broke the cores. The exact circumstances surrounding this event cannot be replicated. The complaint is indeterminate. The following sections were updated for this supplemental report: b4, e1, e2, e3, g3, g6, h3, h6, h10.

Manufacturer narrative:
This device was unavailable for evaluation, no additional information is known of this issue and therefore, no determinations couldbe made as to the cause of the reported issue.

Event description:
It was reported that two fortify implants were unable to expand after assembly and the surgeon had to abort the procedure.